Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: a000047637.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue.